Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Seven days after the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (2g, route, duration, and frequency not reported), injection fortum (1g, route, duration, and frequency not reported), tobramycin (40mg, route, duration, and frequency not reported), and heparin (25000 units, route, duration, and frequency not reported). Pd therapy was ongoing. At the time of the report, the patient had not yet recovered from the event. No additional information is available.